Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital for dizziness. A review of the implanted system showed increased pacing impedances, increased pacing thresholds, and loss of capture on the right ventricular (rv) channel of this pacemaker. The system was reprogrammed from bipolar to unipolar pacing and the patient was discharged. The patient returned later for a follow-up. During the follow-up, many noise oversensing episodes that led to pacing inhibition were observed. The physician elected to schedule a lead replacement. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated that a revision procedure took place and the rv lead was surgically abandoned. This pacemaker remains in service. No additional adverse patient effects were reported.